Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Nonmotor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump was monitored for 24hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No c13 isolated tape damage noted on the lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display and motor error alarm. The customer's blood glucose level was 7.2 mmol/l at the time of the incident. The customer was not able to clear the alarm. The product was returned for analysis.